Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphadenopathy and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and seroma-late.

Event description:
Patient reported fluid accumulation, swollen lymph nodes, swelling and pain". Patient also reported "dvts; two (2) this year in the perinal trunk", "feeling very not well", ¿¿toxic granularity¿ in blood¿, and ¿indicated that she may be pre-cancerous¿; these events are not device related. This record is for the right side. Device remains implanted.